Event description:
It was reported that the jaws of the device would not open and release fully off of the lung tissue. The procedure was completed with a same like device. There was no consequence to the patient.